Manufacturer narrative:
The titan touch pump, cylinders 1 and 2 and reservoir were received for evaluation. Encapsulated tissue was noted on the pump. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tube of cylinder 2 near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the exhaust tube of cylinder 2 had been kinked onto itself based on the crease marks noted during examination. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate exhaust tube of cylinder 2 at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed and replaced due to the implant not fully inflating. There was no sign of a tubing break.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.